Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the helix of the pacing lead was difficult to extend and retract. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.